Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised left front side frame is broken at top weld.

Manufacturer narrative:
Additional/updated information was added to reflect the front left frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, there was a broken weld at the top of the side frame, and it appeared as though someone had tried to re-weld the bottom weld on the same side frame. An expanded evaluation was performed. The expanded evaluation report confirmed that the frame was broken apart at a welded joint and a different weld appeared to have been previously damaged and repaired with aftermarket welding. The underlying cause could not be determined after reviewing the documentation in this investigation. The underlying cause of the broken weld could not be determined.

Event description:
Dealer advised left front side frame is broken at top weld.